Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the numbers kept rolling. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with missing end cap sticker. The insulin pump was received with minor scratches on lcd window, cracked case on the display window corners, cracked battery tube threads and broken belt clip slot.